Event description:
Initially, the customer contacted baxter technical service regarding an unrelated alarm which occurred on the homechoice device during use for peritoneal dialysis (pd) therapy. During the conversation, the home patient (hp) stated she had medication in the solution bag (unspecified) due to peritonitis. On (B)(4) 2011, baxter product surveillance contacted the hp's peritoneal dialysis nurse (pdn) and received the following information. On an unspecified date, the patient began treatment with unspecified solution on the homechoice device for automated peritoneal dialysis (apd) therapy. On (B)(6) 2011, the home patient (hp) was diagnosed with bacterial and fungal peritonitis and was hospitalized on the same day. At the time of this report, the patient remained hospitalized. There was no exit site or tunnel infection associated with the peritonitis. On an unspecified date, the patient began remedial treatment with vancomycin (dose, frequency, and lot not reported). On an unspecified date, the patient's peritoneal catheter was removed. The pdn reported the patient will be using hemodialysis for the next several weeks until a new catheter can be put on. The nurse reported that this case of peritonitis was not related to the pd therapy or baxter products. The pdn reported that the patient has telangiectasia and barrets mucosa and on an unreported date had a colonoscopy and cauterization performed on her colon. Three days after the procedure she was diagnosed with peritonitis. The patient's doctor had indicated on her records that the peritonitis was caused from this procedure. At the time of this report, the patient's condition was reported as recovering. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint was for a report of peritonitis in which no device malfunction or use error was reported. The complaint was not confirmed and the cause was not identified because a device malfunction was not identified, the sample was not returned for evaluation, and the home patient did not report any type of use error that might have led to the issue. The patient's doctor had indicated on her records that the peritonitis was caused from a colonoscopy and cauterization performed on her colon. A review of all batch record documents was performed on potentially associated lots h11j13075, and h11g21065 with no issues noted during the manufacturing process. There were no deviations from standard procedure.